Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital, that the patient expired on (B)(6) 2014. The cause for expiration was noted as left frontal parietal lobe subarachnoid hemorrhage. Additional information was not provided.

Event description:
Additional information: it was reported that the patient''s death was not pump related. No autopsy was performed and the pump will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Approximate age of device: 9 months and 20 days. The pump was not returned to the manufacturer for evaluation. No further information is available at this time. The manufacturer is attempting to obtain more details regarding the events that occurred prior to the patient's death. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full evaluation of the pump could not be conducted because the system was not returned to the manufacturer for analysis and no autopsy was performed.a review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.